Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during a device replacement procedure, the physician wanted to implant a right atrial (ra) lead. The patient currently had a vdd lead. Two ingevity leads were attempted to be implanted in the atrium. The first lead was repositioned several times due to high pacing threshold measurements, then the helix on the lead would not extend. The second lead also had helix extension issues. When the second lead was removed from the patient, the helix still would not extend. No ra lead was implanted, the new device was connected to the chronic vdd lead to complete the procedure. No adverse patient effects were reported. The attempted leads were expected to be returned for analysis.